Manufacturer narrative:
Device evaluated by MFR: the innova device was returned to our post market quality assurance laboratory. A visual and tactile examination identified multiple outer sheath kinks. The device was received with the stent already deployed from the delivery system. The deployed stent was not returned with the device. A visual examination identified no issues with the tip of the device. A visual examination identified no issues or damage to the outside of the handle of the device. The investigator opened the handle of the device. There was evidence of inner prolapse. This concludes the product analysis.

Event description:
It was reported that the stent partially deployed and stretched. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). An 8 x 80 x 130 innova stent self-expanding was selected for use. During the procedure, when deployment was attempted, only approximately 1.5cm of the stent deployed. The thumb wheel was used to where they could see the initial opening of the distal end of the stent; however, the wheel no longer moved at that point. The physician attempted to pull the plunger at the proximal end of the stent delivery system (sds), but it would not move; it was noted that the partially deployed stent was opposed to the vessel wall. The physician then pulled back the entire sds in an attempt to retrieve the stent. The stent deployed and became stretched in the sfa, covering the lesion but also stenting more proximally in the artery. The 80mm stent was estimated to be approximately 120mm long implanted. The procedure was completed with this device. There were no patient complications as a result of this event.

Event description:
It was reported that the stent partially deployed and stretched. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery (sfa). An 8 x 80 x 130 innova stent self-expanding was selected for use. During the procedure, when deployment was attempted, only approximately 1.5cm of the stent deployed. The thumb wheel was used to where they could see the initial opening of the distal end of the stent; however, the wheel no longer moved at that point. The physician attempted to pull the plunger at the proximal end of the stent delivery system (sds), but it would not move; it was noted that the partially deployed stent was opposed to the vessel wall. The physician then pulled back the entire sds in an attempt to retrieve the stent. The stent deployed and became stretched in the sfa, covering the lesion but also stenting more proximally in the artery. The 80mm stent was estimated to be approximately 120mm long implanted. The procedure was completed with this device. There were no patient complications as a result of this event.